Event description:
During a "sjm" cardiac rhythm management division clinical study with the alliance introducer, it was reported that placement of the sheath led to coronary sinus perforation/tamponade. Tamponade was resolved by pericardiocentesis. The patient status is unknown at this time.